Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an obstructed catheter is confirmed, and the cause appears to be use-related. The device returned was found to be one broviac 4.2 fr catheter segment. Visual observation found that the catheter terminated distal to the clamping sleeve. A kink was found in the strengthening sheath just distal to the clamping sleeve. Residue was found within the luer hub and the printing on the clamping sleeve was worn away, indicating probable long-term use. A kinked point was found just distal to the clamping sleeve, where the catheter would bend preferentially. Functional testing found the catheter highly resistant to flushing at first. The catheter was manipulated down its length, upon which the catheter flushed significantly better. Cutting the luer adaptor off and flushing both the adaptor and the sleeve found neither of them considerably less difficult to infuse. Microscopic evaluation found a blockage of use residue within the luer adaptor, which shifted somewhat after flushing, but was still present. This is suggestive that the blockage noted consists of use residue. Accumulation of use residue, in particular, congealed blood, can occur when the flushing/maintenance procedures are inadequate. In addition, it is possible that the kink noted at the end of the clamping sleeve caused or contributed to the initial difficulty of infusion, which later led to further blockage since the catheter could not be easily flushed. This complaint is confirmed, and likely use-related. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was placed on (B)(6) 2017 on a patient for parenteral nutrition. At the end of (B)(6), the catheter showed a strong resistance (protocol of rinsing with 20 ml of ssi in the morning and 10 ml in the evening), the removal by urikinase failed. The catheter was repaired. It was stated that there was hard brownish yellow deposits inside the catheter, the department thought there was residual from parenteral perhaps with blood back (fouling still present). The occlusion was past the repair.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
It was reported that the catheter was placed on (B)(6) 2017 on a patient for parenteral nutrition. At the end of (B)(6), the catheter showed a strong resistance (protocol of rinsing with 20 ml of ssi in the morning and 10 ml in the evening), the removal by urikinase failed. The catheter was repaired. It was stated that there was hard brownish yellow deposits inside the catheter, the department thought there was residual from parenteral perhaps with blood back (fouling still present). The occlusion was past the repair.